Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The drive wires have buckled and punctured the outer shrink tubing approximately 4cm from the handle assembly. The basket has not been advanced from the distal end of the sheath. There are bodily fluids inside the distal end of the catheter. There are waves throughout the catheter. No other observations were noted. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided with the initial report indicated resistance in basket extension was encountered. The user then applied extra pressure to the handle. We can report that basket extension was encountered. The user then applied extra pressure to the handle. We can report that basket extension difficulty and bends in the outer sheath can occur if the elevator of the endoscope has been tightly closed onto the catheter of the extraction basket. This can clamp the outer sheath and constrict movement of the basket drive wire. If the basket wires are restricted while an attempt to move the handle is made, this could contribute to buckling of the drive wire. If the handle of the device experiences excessive pressure during use, perhaps in response to basket extension difficulties, puncture of the outer sheath can occur. Waves in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all web extraction baskets are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in effort to reduce occurrences of this nature. The device was manufactured prior to implementation of this corrective action. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy web ii memory double lumen extraction baset in an attempt to remove gallstones. The user encountered resistance when attempting to extend the basket from the outer sheath. The basket drive wire punctured the outer sheath near the handle. The device was removed and another extraction basket was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient and user did not experience any adverse effects due to this observation.